Event description:
Patient had been full weight bearing on femur repaired with sign nail. She suffered another accident which fractured the femur and broke the sign nail. Replacement surgery done to repair the fracture.